Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported that the sagittal saw attachment device knob was locked and would not turn in either direction. During service and evaluation, it was determined that the turn knob on the locking mechanism was loose, and the bushing had fallen apart (moved) which stopped the device from moving. It was further reported that the device was missing components and was frozen and would not move. The device also failed pretests for general condition, check the function of quick saw blade coupling, check oscillation frequency with frequency meter and verify if secured with safety pin. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.